Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 02-01-2018 under wo#'s 234241 & 234243 and shipped on (B)(6) 2018. Manufacturing record review: DHR's 234421 & 234243 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. This unit was repaired under a previous unrelated recall in december 2021, ref RMA #325020. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. The complaints were determined to be handling errors with no returns from one customer. Product receipt: the complaint unit was returned on a repair. However, based on log 100330, this unit was at csi on (B)(6) 2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: based on the information on this complaint, handling error is considered root cause. It is possible for the generator to move out of position and disengage from its connection in the back when handled incorrectly. Not securing the generator's position when handling/moving the cart can cause the generator to move forward. This can produce a loose connection in the back where the unit connects to the integration unit. In the evaluation on the unit the generator was secured and functioned free of issues. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
As per details reported on e-complaint (B)(4) from fs log # 100330. "Unit resets itself when moved or bumped, power loss during procedures. Due to 1\2 in. Gap between male plug receptacle on cart and female plug receptacle on unit. Fuse holder in the way. Need female connector on unit replaced with upgraded receptacle so it will stay plugged in the cart." 1216677-2023-0083 leep precision generator lp-20-120e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported conditon.